Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console displayed errors 330, 652, 302.11 and 202.11. Rebooting did not resolve the issue. The procedure was not completed due to this event. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console displayed errors 330, 652, 302.11 and 202.11. Rebooting did not resolve the issue. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; however, preventive maintenance found low deionized (di) water, which could cause the console to over heat. This likely triggered the reported error codes. After replacing the di water and filters, calibrating and cleaning the console; the equipment was fully functional. Based on the information available, a conclusion code of cause traced to maintenance was assigned to this investigation.